Event description:
Target weight loss 1.9 kg over a 4 1/2 hour treatment. At end of treatment, pt was not feeling well and was found to be .8 kg over dry weight. The pt became short of breath and was hospitalized. There was no problem found with the machine.